Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava filter. Per the medical records, the patient¿s pre-operative diagnosis was deep vein thrombosis (dvt). The filter was successfully deployed at the level of the second lumbar vertebral body. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that nine years and three months post implantation the filter was partially fractured. The fractured struts have not been removed from the patient¿s body. The patient also reports to be suffering from daily fear. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that nine years and three months post implantation the filter was partially fractured. The fractured struts have not been removed from the patient¿s body. The patient also reports to be suffering from daily fear. According to the medical records, the patient¿s pre-operative diagnosis was deep vein thrombosis (dvt). The filter was successfully deployed at the level of the second lumbar vertebral body. A review of the manufacturing documentation associated with lot # r0307272 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the legal team, plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2007 in the state of (B)(6). The filter subsequently malfunctioned and caused injury and damages to plaintiff, including but not limited to, perforation of her ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.   The device was not returned for analysis.   A device history record (DHR) review could not be conducted as the sterile lot number was not provided.   Without procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. Vessel injury is a well-known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. At this time, it is factors contributing to the vessel perforation could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff  underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2007 in the state of (B)(6). The filter subsequently malfunctioned and caused injury and damages to plaintiff, including but not limited to, perforation of her ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.